Event description:
It was reported that for the rigid video scope, green noise was coming in. The issue was found during an unspecified therapeutic procedure that was completed with an olympus back-up device. There was a procedural delay of less than 30 minutes, but there were no reports of patient harm.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: the light guide bundle was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: green noise coming in - this event is caused by components failure of the unit spanning from the distal end to the main body. The light guide bundle was chipped - this event is caused by a component failure of the distal end of the video telescope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.